Event description:
It was reported that on two occasions pt's developed spinal headaches and required blood patches which resolved their pain with no further complications. The problem is being attributed by the user to the epidural needles which caused dural punctures.